Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) level was 516 mg/dl. To address bg level, a correction bolus was delivered and a supply change was performed. Reportedly, a supply change was performed to resolve the alarm.